Event description:
International affiliate reports the connector between the valve and the peritoneal catheter was bent and obstructed csf flow. The valve remains implanted but a second surgery was performed to replace the connector. Codman has been advised that the connector is lost and is not available for evaluation.